Event description:
The patient implanted with the subject ICD has chronic atrial fibrillation, so the physician attempted to perform a cardioversion for restoring sinus rhythm. When he tried to deliver a shock with the ICD, the button/tab "eps" of the programmer screen was clicked several times without success; even the rescue shock button was clicked, but according to the physician the following warning appeared: "connection error". Finally an external shock was delivered. The physician requested an explanation.

Manufacturer narrative:
(B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.